Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 532 mg/dl while wearing the pod between 36 and 48 hours, on their leg. The patient reported having to remove a pod one day early due to insulin delivery failure. Upon removal, the patient found a significant insulin leakage under the pod. There was no blood or irritation at the insertion site. The adhesive had still be secure. As treatment, the patient self-treated with an insulin pen and activated a new pod with no issues.